Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant procedure, the implantable cardiac monitor exhibited diagnostics anomaly. No intervention was performed. The patient was in stable condition.